Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of the system error 3 and high baseline is not confirmed. The returned m-force motor driver assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported a system error 3 and high baseline showed on the intra-aortic balloon pump (iabp) during battery load test. As a result, an mforce driver was sent in for the trained biomed to replace. The biomed replaced the mforce driver and completed preventative maintenance (pm).

Manufacturer narrative:
Qn#(B)(4).

Event description:
There was no patient involvement. It was reported a system error 3 and high baseline showed on the intra-aortic balloon pump (iabp) during battery load test. As a result, an mforce driver was sent in for the trained biomed to replace. The biomed replaced the mforce driver and completed preventative maintenance (pm).